Event description:
The device was received from the USA for service. During servicing of the device, it was found to be heating up. The device was not being used during surgery, and no injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heating up was confirmed. During service, the device failed the temperature test. If additional information becomes available, a supplemental report will be submitted. (B)(4).